Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/functional inspection: the sample was returned clean with the sharp tip stylet inside the cannula. The blunt tip stylet was not returned inside the cannula. The stylet was untwisted from the cannula by hand without issues and the luer fittings on the device functioned correctly. Unsuccessful attempts were made to insert the blunt tip stylet through the cannula, however it would not fit. During the dimensional inspection, it was verified that the length of the stylet was 13cm, however, the gauge size is 17g, not 19g as per product structure. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for device markings issue, as a 17g x 13.0cm blunt tip stylet was packaged in a 19g x 13.0cm truguide coaxial cannula needle package. The investigation is confirmed for device-device incompatibility, as the blunt tip stylet could not be inserted through the coaxial cannula. As the blunt tip stylet packaged with the truguide disposable coaxial biopsy needle was a 17g x 13.0cm stylet, when it should have been a 19g x 13.0cm stylet, the root cause was determined to be manufacturing related; therefore, an additional verification step was placed at the packaging process to verify the blunt tip stylet matches the part number required on the package. Labeling review: the current instructions for use (IFU) states:- the coaxial biopsy needle guide is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions.- this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Note: an optional blunt tip stylet is included with all 18 and 20 gauge bard® truguide® coaxial biopsy needles. The blunt tip stylet may be used to manipulate through soft tissue and around vasculature or other organs to minimize the risk of unintentional damage to these areas.- prior to performing the procedure, ensure the stylet can be separated from the cannula without difficulty by loosening the hubs. Retighten the stylet into the cannula and ensure the stylet is fully seated in the cannula prior to insertion into the patient. - insert the blunt tip stylet into the guiding cannula holding the guiding cannula needle hub and turn the blunt tip stylet needle hub clockwise to engage the outer cannula hub.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure, it was discovered that the biopsy device's stylet didn't pass through the coaxial canula. There was no patient involvement.